Event description:
Registry reported patient experienced stiffness, and lack of response to treatments. A catheter issue was identified on x-ray, and a catheter revision was done. The patient is reported to have recovered without sequela. The pump was delivering baclofen 2000 mcg/ml @ 180mcg/day via simple continuous infusion mode.